Event description:
Analysis of the recharger found the complaint was unverified and there were no issues found during bench testing or issues with charging the ins or recharger or with communications.

Event description:
It was reported the patient couldn¿t charge the implantable neurostimulator (ins) using the recharger, but the recharger (insr) was able to be charged. Anomaly appeared to have occurred through product use. No indication of patient harm. The patient was reportedly unable to get the ins to charge or work. It was reported when the patient tried to charge, it sometimes showed it was on and then it would go out. The problem reportedly started the day of current report. Additional information received reported the patient was unable to connect with the implantable neurostimulator (ins) using the patient programmer (pp). The patient reportedly did not have an antenna. It was reported the patient¿s implantable neurostimulator (ins) had a communication problem and overdischarge was suspected. It was reported the patient last recharged after christmas. The patient reportedly had the insr replaced on (B)(6). It was reported the patient thought the device was in overdischarge additional information received reported the patient had been having problems with the ins in their butt check. It was reported the patient thought the ins went into some type of ¿mode¿ due to having tests on another device (pump, see related pes) which ¿took all the charge away from the ins.¿ it was confirmed the patient last recharged and felt stimulation about a month ago. It was reported the patient received a reposition antenna message when she tried to recharge. The patient received a poor communication message when the pp was used. It was reported the patient was ¿living in pain.¿

Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-39, lot # n185110, implanted: (B)(6) 2009, product type accessory; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was under the care of a different physician who saw the patient on (B)(6) 2014. The current physician was unaware of any malfunctions. No interventions were reportedly taken or planned by the current managing physician and according to the patient the device was working appropriately. The patient was reportedly doing good.